Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jun-29. An empty pump was reported as confirmed by a clinician programmer. It was stated that the patient missed the refill. It was stated that the patient lost their managing hcp due to insurance coverage and did not have anyone to fill his pump. The patient had not used the pump in a year. The hcp programmed the pump to a full reservoir volume and at minimum rate mode. The alarms were silenced. It was stated that troubleshooting resolved the reported event. There were no symptoms reported. The event date was stated as 2016. The patient was receiving 30 mg/ml morphine at an unknown dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. Compatibility guidelines were requested for an MRI. The healthcare provider did not know if the MRI was due to a problem with the device or therapy, however the patient told the healthcare provider the pump was not working/not giving any pain medicine the reporter had no other details about that. No symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.